Event description:
In (B)(6) 2006, a double valve replacement procedure was performed; a 33 mm sjm biocor valve was implanted in the mitral position and a 23 mm sjm biocor valve was implanted in the aortic position. Nine years post procedure, a redo double valve replacement was required due to mitral structural valve deterioration due to a tear. The aortic valve looked good but was replaced as a precaution. A 31 mm sjm epic valve was implanted in the mitral position and a 23 mm sjm trifecta valve was implanted in the aortic position.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).